Event description:
The doctor reported the implant was removed due to osseointegration failure around 4 months after placement surgery. No pre-existing patient medical history was reported. Bone quality was type iii and oral hygiene at the site of the implant was good. During the surgery, local infection, peri-implantitis, and bone resorption was observed. The patient has recovered.